Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the issue began on (B)(6) 2017 (time not specified) when she allegedly obtained a blood glucose result of 169mg/dl using the subject device compared to a result of 178mg/dl using a onetouch ultra2 meter, performed within 30 minutes of each other. In a related complaint the patient also alleged obtaining inaccurate high results using the subject device, although specific results were not provided. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes using an insulin pump and reportedly increased her food and/or drink consumption in response to the alleged issue. The patient reportedly experienced symptoms of ¿shaky and sweating¿ at the same time as the alleged issue began. The patient stated that she visited the emergency room (ER) on (B)(6) at 7:30pm where her blood glucose was measured using an ER/hospital meter although she was unable to provide the result. The patient reportedly received hcp treatment in the ER with insulin (type and dose not specified). At the time of troubleshooting, the csr noted that an approved sample site was being used and the meter was set to the correct unit of measure. The device was not replaced as the patient had already received a onetouch ultra2 meter from her hcp. This complaint is being reported because the patient alleged the subject device was reading inaccurately low and subsequently received hcp treatment in the ER for an acute blood glucose excursion after the alleged product issue began.